Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device gave a "check clutch and plunger lever" error as well as loud, running, popping sound. It is unknown if there was patient, or clinician injury associated with these occurrences. No further details provided at this time.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked and the ear clip was broken a review of the event history log (ehl) identified travel coarse error - check clutch/plunger lever. During the functional testing the reported issue was able to be duplicated. Normal wear of the lead screw and clutch halves. The root cause of the issue was due to normal wear as the components were over 5 years old. Replaced lead screw, clutch spring and both clutch halves. Performed preventative maintenance, occlusion test and all functional tests which passed.

Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.